Event description:
The hospital biomedical engineer reported a high pressure leak coming out of the oxygen manifold port in use on the device. The device was not in use on a patient therefore there was no patient involvement or harm. As reported, a high oxygen supply pressure may result in a closure of the oxygen valve and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source until the oxygen supply pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during use in normal ventilation mode. The hospital biomedical engineer ordered a replacement oxygen manifold to correct the reported problem. Per labeling, the oxygen source must be able to deliver 100% oxygen regulated to 40-87 psi.